Manufacturer narrative:
(B) (4) - zipper separates - labeled. H3: product has been requested to be received, but has not been returned. (B) (4).

Event description:
The customer reported that when their child leaned on the window the zipper separated and they fell onto the carpeted floor. This occurred three times in the same day. There was no injury. They realized the zipper was not staying closed when they zipped it up in one direction so they would try zipping it in another direction and it would stay closed when they tested it.